Manufacturer narrative:
Manufacturer statement: manufacturing documents of the corresponding sn (B)(6) were already checked and found to be correct. For evaluation the DHR documents were reviewed. They demonstrate that the catheter neurovent-p (sn (B)(6)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore the returned catheter was investigated, see evaluation summary. An initial checkup in air at room temperature was performed. The catheter has shown no icp value whatsoever. The connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. All four wires were still connected to their respective soldering pads and no signs of moisture could be found. Additionally, the pins on the plug were checked and no abnormalities were found. It was also investigated if the microchip shows any signs of mechanical damage. The measurement window was visually inspected and damage on the silicone covering above the pressure chip was found. Those were located directly on the silicone layer, which is considered as critical for correct catheter functionality. A subsequent visual inspection clearly shows, that the chip itself was damaged. The chip was lifted from the measurement window and a crack in the chip membrane is also visible on the back side. This damage on the silicone cover is due to mechanical manipulation with surgical tools and therefore, this incident is handled as an user error. The instructions for use zwo-013 according to section 6 precautions were not sufficiently observed. -precaution: the precision pressure catheters are precision measuring instruments and should be treated accordingly. Precaution: prior and during the examination, the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools. Although a user error through improper handling of the product could be shown as the cause of the event, the event is reportable according to 21 cfr 803.50. The patient needed another catheter this is considered as intervention and the event is therefore assessed as serious injury.

Event description:
From (B)(6) we received on 2022-12-19 the following information about our catheter neurovent-p (sn (B)(6): "today we placed a raumedic icp catheter and the surgeons weren't able to get a reading, after attempting to fix the problem without removing the catheter it was decided to replace the catheter with a new one. Upon replacing the catheter it worked perfectly." After consultation of the clinic we get additional information that the catheter were placed with tunneling sleeve in accordance ot the IFU. The patient received a new catheter done at bedside. The second catheter worked as expected. The event had no consequence on the patient's state of health.

Manufacturer narrative:
Manufacturer statement: manufacturing documents of the corresponding sn (B)(4) were already checked and found to be correct. According to the initial importer, the catheter is on its way to raumedic. As soon as the catheter arrived at raumedic, complete analysis / fault investigation of the device will be carried out.

Event description:
From (B)(6) we received on (B)(6) 2022 the following information about our catheter neurovent-p (sn (B)(4)): "today we placed a raumedic icp catheter and the surgeons weren't able to get a reading, after attempting to fix the problem without removing the catheter it was decided to replace the catheter with a new one. Upon replacing the catheter it worked perfectly." After consolation of the clinic we get additional information that the catheter were placed with tunneling sleeve in accordance ot the IFU. The patient received a new catheter done at bedside. The second catheter worked as expected. The event had no consequence on the patient's state of health.